Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received information, air gas module was defective. Technical error 5 (power failure 24 volts too low alarm) shall be triggered when +24 v supply is below +21.5 v for more than three seconds. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The device's logs were not provided for further analysis. Cause of the issue has been determined as related to air gas module.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 2015-10-22.

Event description:
It was reported that the ventilator generated an alarm indicating power error. There was no patient harm. Manufacturer's ref. #: (B)(4).